Manufacturer narrative:
H.6. Investigation summary: photo received by our quality team for investigation. Through visual evaluation. Broken is observed, therefore the incident is confirmed. A device history review was performed for lot 1337221, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Based on the teams investigation, possible root cause is associated with insufficient application of epoxy in the assembly of the cannula-hub. Epoxy is an adhesive used to join the cannula with the hub of needle. Change of epoxy dosing valve will be implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ syringe needle was broken. The following information was provided by the initial reporter, translated from spanish to english: a report is received from the emergency area who indicate a 10 ml syringe with a broken needle, the dm is in the pharmaceutical service for evaluation.

Event description:
It was reported that the bd plastipak¿ syringe needle was broken. The following information was provided by the initial reporter, translated from spanish to english: a report is received from the emergency area who indicate a 10 ml syringe with a broken needle, the dm is in the pharmaceutical service for evaluation.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.